Event description:
Information received by medtronic stated that the insulin pump was damaged and retainer ring was not damaged. No harm was required during medical intervention. The devise was returned for analysis.

Manufacturer narrative:
(B)(4). S/w version unknown, retainer ring: black. Patient returned pump for an alleged cosmetic damage located near belt clip rails observed on (B)(6) 2022. Pump was allegedly exposed to moisture. Customer states pump was allegedly exposed to moisture. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the electronics assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: moisture damage, pillowing keypad overlay, cracked case-corner of belt clip rails, and label damage (stained). Flashing medtronic logo was observed during analysis due to moisture damage on the electronic assembly. Exposed to moisture confirmed. Cosmetic damage was confirmed at belt clip rails. Pump failed to download history files and traces due to flashing medtronic logo. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.